Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported poor aspiration during a cataract extraction with intraocular lens implant procedure. When they use the irrigation/aspiration handpiece it worked fine. It is suspected that the fault is an obstruction in the tip. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
No phaco tip (unspecified product) was returned for poor aspiration. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because the sample was not returned and no lot number was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).